Event description:
Revision surgery: c3-c6 anterior cervical corpectomy (revision of prior c4-c6 anterior cervical corpectomy, (B)(6) 2012), followed by c2 - t1 posterior fusion. Previous plans were to back it up from the posterior the following week. Prior to this planned surgery, the patient's neck became unstable as the construct implanted (B)(6) 2012 had failed. Patient was returned to the operating room on (B)(6) 2012, the surgeon noticed that the cage, non-synthes product, had compromised the body of c3, and he needed to perform a c3 corpectomy and subsequent anterior/posterior fusion. After placing the new expandable cage, non-synthes product, surgeon attempted to place an anterior cervical plate spanning c2 - c7. After placing a screw into the prior screw hole at c7, he drilled, then tried to place a screw into c2. After multiple turns of the screwdriver, in an attempt to lag tag plate to the c2, the entire screw went through the hole in the cslp plate and lodged itself into the patient. Surgeon removed the plate and was able to retrieve the bone screw and plate from the patient. There had been multiple screw holes in c7 and the angle into c2 was difficult so the decision was made to not plate it from the anterior. Surgeon placed the patient in a halo device, flipped her over and performed a fusion from c2 - t1. The cage, non-synthes product, migrated some and after the posterior fusion was performed, the patient was once again flipped over, and the cage was collapsed and re-expanded once more. Surgeon completed the revision. This is 8 of 8 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.